Event description:
A complaint via email was received. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer reported a hypoglycemic event while using an omnipod 5 pump with novorapid insulin in automated mode, stating that the pod appeared to deliver approximately 4 units every five minutes, which led to a loss of consciousness while at home. Furthermore, the customer experienced prolonged immobility of the arms, legs, and hands, reported feeling sick and having a headache before calling for medical assistance and further noted no libre 2 alarms during the event. Paramedics recorded a blood glucose of 1.2 mmol/l (21.6 mg/dl), and the customer consumed food. The customer was hospitalized from (B)(6) 2025, for approximately two and a half weeks. The customer was initially in the accident and emergency unit, then was moved to a cardiac ward, and later a medical ward. While in the hospital, the pump and pdm were removed by a diabetes nurse, and the customer was transitioned to insulin pens, including rapid-acting insulin for meals and 14 units of lantus daily around teatime. The customer was discharged from the hospital on (B)(6) 2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.